Event description:
It was reported that during a percutaneous coronary intervention, stent damage occurred. The target lesion details are unknown. Resistance was noted while advancing the 2.5x16mm taxus liberte coronary drug-eluting stent system within an unspecified guide catheter. The device was withdrawn and a raised stent strut was observed. The procedure was completed with another of the same device. No patient complications were reported. The patient's status is stable.

Event description:
It was reported that during a percutaneous coronary intervention, stent damage occurred. The target lesion details are unknown. Resistance was noted while advancing the 2.5x16mm taxus liberte coronary drug-eluting stent system within an unspecified guide catheter. The device was withdrawn and a raised stent strut was observed. The procedure was completed with another of the same device. No patient complications were reported. The patient's status is stable.

Manufacturer narrative:
Device evaluated by MFR: examination of the returned device revealed the stent was centered between the markerbands on the tightly folded balloon; there was no indication the balloon was subjected to positive pressure. The seventh stent strut row from the distal end of the stent had one stent strut stretched and bent. Magnified inspection presented no damage or irregularities that could have caused or contributed to the reported difficulty. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
Device is combination product. (B)(4).